Event description:
An FDA letter was received with a request for add'l info regarding a voluntary medwatch submitted by the facility. The facility risk mgr advised that the medwatch was in regards to a colleague triple channel infusion pump that failed during pt use. The pt was in the ICU undergoing an ecmocannulation procedure due to respiratory distress and subsequent sepsis. Norepinephrine (dosing unknown) was infusing at the time the pump failed. The pump failure is unknown. The pt's blood pressure dropped to a systolic in the 50's. There was no info as to what intervention occurred to restore the pt's blood pressure. No vital signs were provided. The procedure was noted to have continued and the pt tolerated it well. Additionally, the pt was receiving the following medications: epi-gtt 0.2 mcg/kg/min, vasopressin 3 mc/kg/min, milrinone gtt 0.5 mcg/kg/min, pepcide (dose unknown), heparin 1000 u/hr, ceftaz/gent/sulconazole (doses unknown). It is unknown if the above medications were infusing at the time the event occurred and if any were infusing on the same device with the norepinephrine. The pt had experienced a large right tension pneumothorax and a chest tube was placed. The pt developed bleeding from the IV site, tube sites and chest tube site. Multiple blood products (unknown) were administered. The family reportedly elected to discontinue life support. The pt expired after multiple complications arose. Cause of death included: multiple organ system failure, uremia, renal failure, fluid overload, septic shock and liver necrosis. No autopsy was done.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available. An on-site visit has been offered to the facility and declined at this time.